Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black and white particulate matter was observed in thirty-eight (38) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 10, 2019 - october 11, 2019. H10: the thirty-eight (38) actual samples were received for evaluation. A visual inspection along with magnification was performed which observed a loose particle matter inside the fill port connectors in the three (3) samples only. The reported condition was verified in the three (3) samples; however, not verified for the remaining thirty-five (35) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.